Event description:
It was reported that after finding the device in storage, it failed to deliver therapy during testing. The reported failure occurred one time and the device was able to deliver therapy normally after the failure. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and recommended replacement of the relay assembly; however, the customer declined repair and confirmed that the device will be retired from use. The cause of the reported failure could not be determined.